Event description:
A ureteral stent was being placed for the therapeutic purposes in 2005. Upon attempting to lock the loop, the loop broke off. The loop was successfully retrieved with a snare. Another stent was placed instead.